Manufacturer narrative:
Device evaluation results: this incident was identified during an audit of the service notification database, and has been added to the complaint tracking system. As this incident was originally processed through the service dept., the operations log is not available for review. B. Braun completed an evaluation of this pump per the procedure for pump returns, and the reported failure could not be reproduced. Routine preventive maintenance was performed on the pump. The pump was tested and met all final inspection criteria. The facility reported no patient injury related to this complaint. The pump was returned to the customer in (B)(4) 2009. Serial number history has shown that, as of (B)(4) 2011, this pump has not been involved in any further complaints.

Event description:
Pump was not infusing.